Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via manufacturer representative and from the patient, who was receiving baclofen (800 mcg /ml, 0.160 mcg/day), bupivacaine (2 mg/ml, 0.4 mg/day), and dilaudid (20 mg/ml, 4 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had sciatica pain related to the bottom portion of her pump sitting on the nerve. The patient had increased pain around the area where the pump was implanted. It was painful and burning, and if she sat it got worse. It started at the end of (B)(6) 2018 when the patient walked too much; it flared something up. The patient went to the emergency room because of the sciatic pain, and they couldn't do anything for the pain. The patient's doctor couldn't see her for a month. She denied any falls or trauma. There were no errors in the logs when the refill was done 2 days prior. The patient had an appointment scheduled in 1 month with the neurosurgeon that implanted the pump to check for placement. The issue was not resolved. It was unknown whether surgical intervention occurred. The patient status was 'alive - no injury.' No further complications were reported. Additional information was received from a hcp via a representative on (B)(6) 2018. It was confirmed that surgical intervention had not yet been scheduled or planned as the patient had not seen the neurosurgeon yet. No further complications were reported. Additional information received from a consumer reported the patient's pump was burning and needed to be re-positioned or replaced. The patient was unable to get help from the manufacture representative and had called their healthcare provider but could not reach them. It was noted the patient went to the emergency room four times. Additional information was received from a consumer. The event date was (B)(6) 2017 "right from the beginning". When the pump was implanted the patient had an ileostomy bag in her abdomen, so they put the pump in her back. The patient lost weight so she felt the pump drop. The patient had put the weight back on. On (B)(6) 2018 the pump was moved from her left buttock to her abdomen. The pump and catheter were both fine, so they were not replaced. The pump was repositioned because when she would sit on it she would get sciatica down her leg and it was very uncomfortable. The patient still has the sciatica down her leg. The patient planned to follow up with the surgeon tomorrow ( (B)(6) 2018). The patient wanted to know if she needed to wait a certain amount of time after surgery to have magnetic resonance imaging.